Event description:
Event description guidant received information that this transvenous defibrillation perforated the patient's right ventricle during the implant procedure. The procedure was stopped, and the patient was transferred to the operating room for invasive evaculation of fluid from around the patient's heart. The procedure was conducted without complication, and the patient is currently recovering without incident.